Event description:
It was reported that during patient use, the compressor of a ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The customer support engineer (cse) inspected the device and closed the compressor circuit breaker. The compressor was returned to an operable state and returned to patient use. ** the customer biomedical engineer evaluated the device, and closed the compressor circuit breaker. The compressor became operational, and returned to patient use. No component replacement was necessary.